Manufacturer narrative:
Concomitant products: jaw lap lf1937 ligasure maryland 37 cm - lf1937, lot #: 41520065x forcetriad force triad energy platform - forcetriad, serial #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during appendicitis surgery, the devices sealing was inadequate or partial, despite evidence of energy delivery and end tones being heard. No error has occurred and no bleeding as well. The device was plugged into a generator, and another device was used successfully. There was no patient injury.